Event description:
It was reported that during a right heart catheterization procedure, the physician noticed fraying of the lead insulation in the area of the tricuspid valve and subclavian crush on the rib-clavicle area via review of fluoroscopy. Capture threshold had increase since april. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received analysis found multiple inside-out insulation abrasions between the rv and svc coils and also below the svc coil. In one of these areas, the re and rv cables were abraded exposing the bare cable wire and the inner coil.